Event description:
A report was received that the pt's implant is discharging quickly. A bsn sales rep analyzed the pt's database and confirmed premature battery depletion. The bsn sales rep has recommended that the pt's ipg be replaced.